Manufacturer narrative:
E3: (B)(6). G4: 510(k) number: k926214. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the involved product code and lot number confirmed that there was not any anomaly in them. A search of the complaint file found no other reports of similar issues with the product having the same product code and lot number from other facilities. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the procedure performed was an arteriography of the lower limbs. The puncture site was of the right femoral artery via ultrasound. A 6 french introducer was advanced, 0.035 x 260 cm hydrophilic guide was used, which was attempted to advance by encountering occlusion and resistance during the passage. When trying to pass the guide, the detachment of the tip was evident; therefore, it was necessary to use a recovery loop to rescue the tip of the guide. Passage of a new hydrophilic guide was required. There were no immediate complications. The detached guide was removed by means of a recovery loop, which was removed without complications. The patient was discharged without sequelae caused by the incident. The fragment was surgically removed. No residue left in the patient. (Retrieval completed)

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was no longer available returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel.".